Event description:
The manufacturer received information alleging a ventilator's machine flow sensor issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's machine flow sensor issue. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The unit was cleaned and repaired. The device passed all the tests. Additionally, device was contaminated and blower need to be replaced, which was not related to the malfunction.